Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.